Manufacturer narrative:
User contacted manufacturer to discuss about a possible complaint involving exsept plus. Patient stated to be new to peritoneal dialysis and that she is been using the product for about 3 months. At a visit to the doctor for another reason, her son noticed darkening of the skin around the region in which she applies the product. Patient stated that she does not use any other product in the area and is careful in not getting the region wet. Patient does not have any other symptom. Region is not sensitive to the touch or painful.

Event description:
(B)(6) is new on peritoneal dialysis. (B)(6) started using the product on (B)(6) 2017. Since initiation, (B)(6) observed darkening of the skin of the region in which the product is used. (B)(6) does not believe to be allergic to sodium hypochlorite.